Event description:
On 5/24/2023, it was reported by a patient via email that an ar-2260bc biocomposite distal biceps repair implant delivery system was implanted during a procedure. The patient may be experiencing hypersensitivity to the implant. No further information was provided. Additional information received on 5/30/2023: the patient had a bicep repair procedure on the right shoulder and is experiencing hives around the area, itching, burning, and poking. The patient was sent to an allergist specialist; blood work is still pending. The patient has not had a revision surgery; arthrex products are still implanted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. Per event description: "ar-2260bc biocomposite distal biceps repair implant delivery system was implanted during a procedure. The patient may be experiencing hypersensitivity to the implant." It is concluded that the patience was experiencing discomfort/hypersensitivity to the implant. The most likely cause for the reported failure is due to a patient-specific event. Per dfu-0314-1 at revision 0. C. Contraindications. 3. Foreign-body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. D. Adverse effects. 2. Foreign body reactions. 3. Allergies and other reactions to device materials. 4. Allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. 5. Silicone sensitivity, though very rare, has been reported.